Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: sales rep called to report that the procedure was a laparoscopic cholecystectomy. Unknown if a cholangiogram was performed. The procedure was completed by opening a new flex tray. Sales rep also noted 1 scissored clip returning with device.

Event description:
It was reported that during an unknown procedure the clips are scissoring. Unknown how the procedure was completed. There was no patient consequence reported at the time of the call.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed one scissored clip and then one conforming clip was fed and formed. No further testing was performed. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿